Event description:
Severe allergic reaction (urticaria, cough and dyspea, and symptoms suggesting glottis edema) during blood components transfusion. The pt was given antihistamines (promethazine), steroids, and beta 2 agonists. No orotracheal intubation and no vasoactive drug support was registered. Hosp was not required. Pt recevied steroids and diphenhydramine hydrochloride (pre-medication).